Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced a tape not adhering issue, resulting in the infusion set detached due to perspiration event on (B)(6) 2026. No further information available.